Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported issue cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted on (B)(6) 2021 and on (B)(6) 2021 and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on (B)(6) 2021 for a procedure on (B)(6) 2021 on system (B)(4). While there were homing failures present for stapler 45 ln: t10200617-0097, which is not the stapler involved with the event, and there were various other system messages, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Endowrist curved-tip stapler 30 pn: 470530-08 // ln: t10191205-0070 // sn: (B)(4), with 20 of 50 uses remaining, was recorded as being used 8 times, 5 of the uses were with a stapler 30 white reload 48630w-04. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site complaint history review search shows no complaints filed against those instruments. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found that endowrist curved-tip stapler 30 pn 470530-08 // ln: t10191205-0070 fired 8 reloads (3 blue followed by 5 white). All firings were completed per the logs. This instrument had 1 incomplete clamp in 10 clamp attempts. The incomplete clamp was with a white reload, prior to the 7th firing. There is no allegation of a malfunction of a da vinci product and, post-operatively, the surgeon said that when the specimen was removed as part of the planned surgical procedure, the surgeon could see that the staple line was ¿perfectly formed¿. While there is no allegation of a reportable malfunction, the described event meets the criteria of a reportable adverse event. There was a report of an unspecified amount of excessive bleeding and it was unknown if a blood transfusion was administered. The procedure converted to open surgery where a vessel, allegedly the pulmonary artery, was repaired by unspecified means. While the surgeon indicated that there might have been too much tension on an artery prior to stapling, at this time, the amount and severity of the blood loss and the root cause of the bleeding event are unknown.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure, during dissection, there was ¿some bleeding¿. The surgeon attempted to hold pressure on two occasions that stopped the bleeding. The surgeon then attempted to fire ¿across the vessel¿ with an endowrist curved-tip stapler 30 instrument with a white reload but upon opening the stapler instrument jaws, ¿extensive bleeding¿ was observed. The surgical team ¿did an emergency undock with arms 2, 3 and 4 while arm 1 remained in the patient holding pressure¿. The procedure converted to a thoracotomy. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted pulmonary wedge resection that ¿turned into a pulmonary lobectomy¿ due to ¿pathology reports¿, there was a bleeding event after use of an endowrist curved-tip stapler 30 instrument with a white reload and the procedure converted to open surgery. The surgeon had already ¿taken different vascularization¿ and the surgery was almost complete. The surgeon continued to dissect and transect. As the surgeon fired across an unspecified vessel with an endowrist curved-tip stapler 30 instrument and a white reload, excessive bleeding was observed and the chest cavity allegedly filled up with blood. Unspecified pressure was quickly applied to the vessel to control bleeding and the procedure converted to a thoracotomy where the surgeon had allegedly confirmed that bleeding was coming from the pulmonary artery (pa). Estimated blood loss was unknown. It was also unknown if a blood transfusion was administered but it was confirmed that the surgeon had ¿called for blood¿. The pa vessel was repaired by unspecified means upon procedure conversion. The open surgery completed. The patient was reported as doing ¿fine¿ post-operatively.